Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07068. (B)(6). It was reported that angina was experienced and in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to myocardial infarction (mi) with stable angina and was referred for cardiac catheterization. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 95% stenosis and 20mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct placement using a 3.0x16mm and 3.0x8.0mm promus element&#10256;lus stents. Following post-dilatation, residual stenosis was 0%. On the next day, the patient was discharged on clopidogrel and aspirin. In (B)(6) 2015, the patient was hospitalized due to unstable angina and cardiac catheterization was recommended. Three days post-hospitalization, the patient underwent 3 vessel coronary artery bypass graft (CABG) including left internal mammary artery (lima) to lad, saphenous vein graft (svg) to 1st diagonal and svg to first obtuse marginal (om1). Four days later, the event was considered recovered and the patient was discharged on clopidogrel and aspirin.